Event description:
The customer received back to back blood glucose readins of 141 mg/dl on one contour meter and 298 mg/dl on another contour meter. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.